Event description:
MFR received a report of a caster breaking on an 11 year old manual wheelchair. The user allegedly fell forward and the caregiver attempted to stop his fall. As a result of this incident, the caregiver sustained a broken arm and the user sustained lacerations to his face and knees.